Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d128 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The (B)(4) lot number was not provided, as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, pressure dome membrane leak, and no trends were detected. However, a corrective and preventive action has already been initiated for complaint category, pressure dome membrane leak. Service order, (B)(4), was completed. The service engineer cleaned blood under the pump deck and pump heads, replaced the collect and red blood cell pump heads and performed satisfactory system checkout procedure. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer called to report system pressure dome leak during treatment procedure at 285 ml whole blood processed. Customer stated purging air phase had just completed when she noted blood leaking from the system pressure dome. Customer aborted the treatment and did not return any blood/ products to the patient. Customer reported there were no alarms during the procedure. Customer stated patient was in stable condition. Service order, (B)(4), was generated to clean the instrument.